Event description:
It was reported that the cooling mechanism on the console device was continuously running but the motor device was "getting warm". The device was not used in surgery. There were no injuries or medical intervention reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).